Event description:
It was reported to medtronic minimed that the customer experienced the sensor and pump giving false reading. The customer reported a blood glucose value of 54 mg/dl. The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-1884l, unk_sensor, mmt-332a, unomedical. Troubleshooting was partially performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. The customer reported low bgs. The customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for unk_sensor. No product return is required for mmt-332a. No product return is required for unomedical. Updated summary: the customer blood glucose was 209 mg/dl and sensor glucose value were 80 mg/dl at the time of incident. Troubleshooting was partially performed and found the difference between sensor glucose and blood glucose values which is not within range.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.